Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device disassembled and the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the trigger of the device disassembled and the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported bias current error was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed potted trigger assembly was found, which can lead to the reported event. The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported event include a material fatigue issue or impact.